Event description:
It was reported that the customer is having problems with the pw having a noise coming from it even when it wasn't suctioning properly and we did some steps and realized that they were using off brand catheters and pw stopped making a gurgling sound while doing the steps together rn could not transfer the call to mi for the off brand advice because they were also concerned about the leakage that was happening so we scheduled a call back on monday 11 2026 at 9.30 pm pitched my survey. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.